Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after swapping the endoscope with a backup endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi did not receive the endoscope involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the scope could not be driven 30 degrees downward; whenever it was manually adjusted, it reverted back to 30 degrees upward. The sterile adapters on the camera arm were reseated and the port clutch was burped without any change. The procedure was completing as planned with no reported injury.